Event description:
(B)(4) many symptoms experienced over 10 years with essure: started with pelvic pain, acne, hair loss, and excessive weight gain. Hen trouble losing weight, severe bloating, body fat all centered in stomach, cramping, excessive bleeding during period with clotting, painful periods, night sweats, sharp/stabbing pelvic pain, painful ovulation, ill feelings around ovulation, tension headaches daily, migraines usually around ovulation and period, lack of energy/tiredness, dizziness, brain fog, frequent colds/swollen glands, all over body aches/pain, excessive sweating of hands/feet when hot, and sensitivity to cold and cold hands, joint pain (mostly hands and knees), iron deficiency anemia, unspecified, low vitamin d levels, thrombocytos, and skin and scalp psoriasis.

Event description:
#Medwatcher #followup 1 #FDA mw5059367 #(B)(4). I will be having a hysterectomy to remove essure.